Manufacturer narrative:
No further information was provided. A supplemental report will be reported, once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were bent pins on the system controller. They switched to back up system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bent pins on the heartmate 3 system controller (serial number (B)(6)) was unable to be confirmed. The heartmate 3 system controller was not returned for analysis, and no photos of the damage were submitted. Log files were not submitted to review. A root cause for the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, and heartmate 3 patient handbook are currently available. Section 7 of the IFU under ¿guideline for power cable connectors¿ instructs users to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. Section f of the IFU, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, including damage to the system controller power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.